Event description:
Pt on epidural pump. Orders for medication: duramorph, 0.1 mg/cc at 2 cc/hr. Pt's pump found administering basal rate 2 mg/hr, volume limit infused 43 cc. Epidural turned off and anesthesia called. Rr at 6/min, narcan administered with immediate results. No apparent untoward outcome.